Event description:
Pt was in perfect health. Pt was implanted with device because of bradycardia as low as 26. After implantation, the pt has had chest pain and many other medical problems including pancreatitis, liver disease and lung disease that worsened from initial difficulty post return from overseas. Pt was placed on a monitor that documented chest pain episode. Rptr has seen an alert from FDA that states that pacemakers can be interfered with by sources such as monitors, echocardiograms, cellphones, car alarms and diagnostic equipment. Neither the MFR or pt's dr notified pt of this alert. Pt is still having chest pains especially when around electrical devices. Pt has had many visits to the hosp because of health problems including the chest pain.